Event description:
ECG with intermittent display on iacs, and disappearing on ics. Turned m540 off and back on, with ECG reappearing. Full disclosure lost during time period immediately prior to that hour.